Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited double-counting resulting in inappropriate shocks. The device was explanted and a new device was implanted. The device has been returned for analysis.